Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a faulty monitor board. The monitor board will be replaced to remedy the report if the repair estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.